Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 512 mg/dl. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.